Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Elective removal of an implant is a procedure which requires medical/surgical intervention. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to bone conduction thresholds dropped out of range.

Manufacturer narrative:
Correction: the correct brand name (d1); common device name (d2a); model number and catalog number (d4) and PMA/510(k) (g4) are bim400 implant magnet; cochlear baha attract system, 93550 and k131240 respectively; not bi300 implant 4mm; cochlear baha connect system, 92129 and k100360 as previously reported in initial MDR submitted on october 08, 2025. It was also reported that the patient received no benefit with the device due to progressive hearing loss.